Event description:
It was reported that the device only delivered one row of the staple line. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 8/1/2008. Evaluation summary: the analysis results found that six sterile devices were returned for analysis from the same batch number. Two devices were open and tested. The devices were tested for functionality with a test reload. The devices fired without any difficulties, the staple lines were complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the devices closed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.